Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information received: what type of procedure was the device being used in? -radical gastrectomy for gastric cancer. What confirmation was received that the device was fully fired? -the firing trigger could not be compressed anymore. Where within the gap setting scale was the orange indicator prior to firing? -unk. Was the staple line complete? -yes.

Event description:
It was reported that during an unknown procedure; the tissue was not cut completely and the staples were irregular after firing. The procedure was completed using same like device. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # l54903. The analysis results found that the cdh25 device arrived and in good visual condition. The breakaway washer was present and uncut and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.